Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during treatment of a pseudo aneurysm in a brachial vein av fistula, the stent graft jumped forward within the intended treatment site during deployment. Another stent graft was placed, as intended, to complete the procedure. There was no reported pt injury.